Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product, an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. Per the freestyle breast pump evaluation checklist, the transformer housing was not deformed, there was not a short in cord and no smoke/fire damage was detected. The function analysis is unavailable. Currently being investigated under (B)(4).

Event description:
The customer originally reported to customer service that the transformer for her freestyle breast pump no longer worked because of exposed wires at the base of the transformer. The customer did not observe anything else unusual. Upon receipt at medela the transformer was inspected and found to be breached, which is a safety risk.